Event description:
During a remote follow-up, the transmission was received, however the electrograms (egm) were missing. No intervention was performed and the patient was stable and will continue to be monitored.